Event description:
The customer's mother stated that the customer was seen at the emergency room due to hypoglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement and self tests passed. The insulin pump was reading the reservoir volume accurately. The customer's mother stated that insulin pump delivered boluses that the customer had not intended to be delivered. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.